Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found that the tamper seal was broken, the top case was chipped, the bottom case was cracked and the left plunger case was damaged. During the functional testing, a "primary audible alarm post error" was found at start up. The root case was found to be that the c9 cap was broken off the interconnect board. The interconnect board was replaced. Damaged top and bottom housing as well as plastic parts in the plunger head were also replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited an audible alarm failure. No patient injury was reported.